Event description:
The facility representative reported a flo-gard infusion pump with failure code f-49. It is unknown when this event occurred but it occurred in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-49 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the real time clock due to a defective main battery. The main battery was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.